Event description:
It was reported that after pausing the ilet to perform activities and then completing a full supply change before a meal, the user announced and ate, experienced postprandial hyperglycemia for just over two hours with a peak of approximately 320 mg/dl, received limited automated correction, and subsequently had a rapid decline to a prolonged low glucose, which the user treated with oral carbohydrates including juice, peanut butter, and a glucose powder. Symptoms included hypoglycemia with loss of consciousness, sweating/hot flashes, dizziness, fatigue, malaise, muscle weakness, and tremors. Outcomes included an event characterized as serious injury/illness/impairment and an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.